Manufacturer narrative:
Investigation of device is in-progress.

Event description:
On (B)(6) 2019, pajunk received a complaint report on the epilong soft tray 17g x 103mm needle in the tal101 epidural anesthesia kit. The red cap on the plastic stylet came off the stylet when being pulled out of the needle causing the stylet to get stuck in the needle. This occurred 6 times in over 2 weeks. No patients suffered injury due to this incident.